Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they were getting poor communication on the remote that was shipped out. Patient reported they are sometimes constipated and feel like they have to use the bathroom all the time. It was reported that they keep going to the bathroom but there is "nothing" but feels like they have to go; they feel pressure in their bladder. Consumer reported they have had 3 bladder infections in the past 3 months and just finished their meds the sunday prior to this report. No further information reported.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gast rointestinal/pelvic floor. Patient reported her device was not ¿doing anything for her, so she went to see her healthcare provider (hcp) a day prior to day call. Patient stated she had bladder infections which may have been why her device was not working. The hcp gave her medicine for her bladder infection. There were no further complications that have been reported as a result of this event.